Manufacturer narrative:
B3: april 2025 is the reported month and year of the event, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the liquid did not reach the filter, and the tube became blocked midway, causing an alarm to sound. The event occurred during opening of package at patient's home. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received five (5) new device samples from the reported part and lot number. As received no damage or anomalies were observed. To replicate clinical use each set was attached to an ICU medical provided cadd cassette and inserted into a cadd solis pump. Each set was attempted to be primed with 10 ml. Fluid made it all the way through the set, past the filter. However, during priming a ¿downstream occlusion. Clear occlusion between pump and patient" was returned however it cleared on its own. The priming was reinitiated, and the same alarm was observed. Again, the alarm cleared almost immediately without intervention. In attempts to isolate the potential partial occlusion the ¿asv¿ valve was cut off of four of the sets. The 'downstream occlusion. Clear occlusion between pump and patient' continued. The filter was then cut off. Each of the four sets were then successfully primed. In attempts to isolate any occlusions black dye was pushed through inlet side of each of the four isolated filters. The fluid was observed to pass the filter; however, the flow rate was reduced. The black dye was then pushed from the outlet side; no anomalies were observed. The black dye was pushed through the inlet side again, no anomalies were observed, fluid flowed as expected. The filters of each set were more closely visually inspected. No damage or anomalies were observed. The complaint of frequent alarming can be confirmed due to the anomaly observed at the filters. The probable cause of the alarm is due to an error with the supplier. A device history record (DHR) review showed no discrepancies or non-conformances during the manufacturing of the reported lot number.